Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. Customer¿s high blood glucose was 463 mg/dl. The product will not return for the analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces on bolus, esc, act, up arrow and down arrow button. Unable to perform any tests due to keypad anomaly. (B)(4).